Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2005. Product event summary: upon analysis, normal battery depletion was found. Performance data collected from the device was received and analyzed. Analysis of this data showed that the battery indicator signified that it is time for device replacement. (B)(4).

Event description:
It was reported that the device had unexpected longevity as the device has reached eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.